Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare unable to cut.

Event description:
It was reported to boston scientific that a cold snare was used to remove polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the nurse was trying to close the handle, and the loop just would not cut. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.